Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure. The physician indicated that the terminal pin could not be completely inserted, and the setscrew was already tightened. Another pacemaker was subsequently implanted.